Event description:
Integrum was informed about attachment issues with a new axor ii unit. The cpo reported that while fitting the new unit to the patient, they noticed quickly that it was not working properly. After a few minutes of walking, the axor ii untightened and fell off from the abutment, causing the patient to drop his/her leg prosthesis. No harm to the patient was reported. The unit was returned to integrum for investigation. Manufacturing investigation has been performed. Batch documentation has been reviewed. The unit was released with three concessions, none of which could cause the attachment issue reported by the customer. They do not affect the safety or performance of the device. Initial technical investigation performed. The issue could not be replicated and no other issue related to the grip could be found. Sales rep has contacted cpo to inform about initial findings and discuss potential issues with donning. A video of the patient performing donning has been requested. Additional information received via sales rep. The cpo does not have a video of the patient donning the axor, but the cpo and experienced physiotherapist could confirm that the donning was performed according to the instructions. Donning/doffing was performed a number of times to exclude issues with donning.